Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. The images provided confirm that the stent implanted in the sfa and proximal popliteal artery was foreshortened during deployment. Further stents were placed in overlap. 11 months later, an intervention was performed due to a restenosis and additional images were provided. Based on these images, the re-occlusion of the vessel can be confirmed. An additional balloon dilation was necessary for treatment. Potential factors that could have led or contributed to the stent foreshortening have been evaluated. Previous investigations of similar complaints have been reviewed. In this case, the stent foreshortening is considered a consequence of user-related incorrect holding of the device during stent deployment since an in-depth case review performed with the user revealed that the system was held without tension in a 180° loop throughout stent deployment. Also tortuous or calcified vessels may lead to increased friction and subsequent stent foreshortening. In this case, the sfa was reported to be calcified. A restenosis of a stent may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis also may be related to the general and vascular condition of the patient and/or to medication. Also an insufficient or not-performed balloon dilation or stent foreshortening may be contributing factors. No device-related root cause for the restenosis was identified. Based on the information available and the images, a definite root cause for the reported event could not be identified. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU indicates that stent malpositioning as well as restenosis are potential adverse events that may occur.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Not returned.

Event description:
It was reported that the vascular stent was found to be foreshortened after placement in the femoral artery. An additional stent was implanted to cover the lesion completely. Eleven months post stent placement, the vessel was found to be reoccluded. The patient was treated with an additional pta. No patient injury was reported.